Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was attempting to prime and they received a reset alarm. The customer also reported that her insulin pump had a partial display. Customer declined troubleshooting. No additional information was provided.